Event description:
The customer reported that the insulin pump had not been delivering insulin all day. The customer also reported that the insulin pump alarmed no delivery during attempted prime, and that they had been experiencing high blood glucose values, 350+ mg/dl. Troubleshooting for no delivery alarms found the device apparently working as designed, however. The customer reported air bubbles in the related infusion set and reservoir. Though the helpline assisted in removing the air bubbles, the customer wasted all their insulin, and stated that the infusion set cannula was bent. The customer declined the high blood glucose troubleshooting at the time. The customer called the helpline back the next day to follow up, and reported a blood glucose value of 51 mg/dl.; the customer treated with jelly beans and then breakfast. The customer was assisted with further troubleshooting. The customer is receiving a replacement insulin pump holster. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.